Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had lost time and date during battery change. The insulin pump had rejected brand new batteries and rewinds slower than when new. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.